Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a priming attempt. The blood glucose reading was 475 mg/dl. The customer stated that she had high blood glucose because she had not been able to treat using the insulin pump due to the alarm. She advised that she would treat with manual injections. No significant events leading to the alarm were observed. She declined troubleshooting for high blood glucose because she did not feel well enough to complete the procedure. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.